Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket infection and the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and a new pacemaker was placed in the abdomen. No further patient complications have been reported as a result of this event.